Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 4000 mcg/ml at 1502.6 mcg/day via an implanted pump for an unknown indication. The pump logs were also provided examined (B)(6) 2018 (last change (B)(6) 2018) showed the pump was delivering lioresal 4000 mcg/ml at 1502.6 mcg/day. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the patient was shaking like a leaf. The pump still had 12 months left for the elective replacement indicator (eri). The motor stalled on (B)(6) 2018 at 15:04. The patient¿s mom gave a little oral baclofen and made an appointment to see the doctor since she heard the critical alarms going off. They were told to go to the emergency room (ER) and they went to the hospital. The logs were read at 17:52 where it showed the motor stall with no recovery. The doctor decided to put the pump at minimum rate since he was going to give orals and or intravenous (IV) medications to treat withdrawal. He did not want to give these meds and the pump to start up again at 1502.6 mcg/day. He would replace the pump and maybe catheter in the morning. It was noted there were no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting/diagnostics included reading the logs and surgery was scheduled for (B)(6) 2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was unknown, asked and would not be made available (legal/confidential reason) and the patient¿s medical history was cerebral palsy. Additional information was received on (B)(6) 2018 from the rep noted they covered the pump replacement and the doctor examined the existing catheter. It proved to be patent and a myelogram confirmed intrathecal drug delivery in the upper thoracic space. The rep requested to the facility pathology department in order to retrieve the explanted pump for analysis and was told to return in 72 hours. The pump would be shipped at that time. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.